Event description:
Pt reported obtaining back-to-back blood glucose results of 57 mg/dl, 96 mg/dl, 124 mg/dl, and 143 mg/dl on the advantage system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. The location where the discrepant results were obtained was not provided. Qc testing was performed on the suspect product and level-two control test fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.